Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.168.000s; lot: l655447; manufacturing site: grenchen; release to warehouse date: november 20, 2017; expiry date: november 01, 2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil selected flow: 2. Device interaction/functional - unable to disassemble visual inspection: approximately half the screw head is missing and was clearly drilled out as mentioned in the complaint description. The plate shows the same drilling marks. Furthermore, the anodized colors were abraded at some different spots. Functional test: the relevant features are damaged in a manner which prevents accurate function check with other screws or plates. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: due to the visible damages, the parts were classified as confirmed even though the functional test could not be performed. Unfortunately, we only have limited information in the complaint description and cannot determine afterwards why the screw could not be untightened. Multiple factors could have led to blockage of the screw, such as wrong torque or angulation issues during insertion. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient was initially implanted with femoral neck system (fns) plate and locking screw. On (B)(6) 2018 patient underwent a revision surgery for femoral neck system (fns) plate and locking screw due to an unknown reason. The surgery was delayed for less than thirty (30) minutes. There was no adverse consequence to the patient reported. This report is for one (1) fns plate. This is report 2 of 4 for (B)(4).